Event description:
Related manufacturer reference numbers: 2017865-2022-22622. It was reported that the patient presented in clinic with noise over-sensing noted on the right ventricular (rv) lead. During revision procedure after explanting the rv lead, the right atrial (ra) lead exhibited decreased pacing impedance. Both the ra and rv lead were explanted and replaced. Patient condition was stable.